Event description:
The complaint was reported as: device had an open seal on outer plastic wrapping. Device not used on a patient. Found before use.

Manufacturer narrative:
Device sample received by MFR, but investigation is incomplete at time of this report.